Event description:
Lap chole: ¿the clip applier was working fine, several clips were fired and then the clip applier locked up when trying to fire another common bile duct. The clip applier had to be pried opened with a grasper to get off the duct. No harm came to the patient.¿ patient status: ¿patient is doing well.¿

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.